Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Correction to a.3a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system outer shaft was bent. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. There were no anomalies found with the distal edge of the device cup. The outer shaft was kink/buckled at 12.5 cm from the distal end of the delivery system. The outer shaft was slightly bent at 5 cm from the distal end of the delivery system. D9: yes, return date: 11-mar-2025 h3: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further that the device placement was abandoned and removed intact after two subsequent placements with extremely poor thresholds. A transvenous system was implanted to the left upper chest via the left subclavian vein. It was later reported by the surgeon that the perforation was noted to the anterior free wall.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure upon contrast injection for leadless implantable pulse generator (ipg) placement verification a great vessel cardiac perforation was observed of the right ventricular septum. The leadless ipg migrated forward during contrast injection. An echocardiogram confirmed cardiac tamponade and a pericardiocentesis was performed. A repeat echocardiogram confirmed a large clot within the ventricle that required surgical intervention. The leadless ipg and delivery system was attempted not used and removed. No further patient complications have been reported as a result of this event.